Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a door failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 failed to open. The field service engineer (fse) found drawer failure was due to a defective module controller printed circuit board (pcb). The fse replaced the faulty pcb and assigned the new module to drawer module four. A test was conducted using the hardware test application (hta) to confirm successful operation. The system functioned as intended after the field service engineer repaired the device.